Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that two infusions set tape not sticking, just lifted and pulled lose during use. No further information was available.

Manufacturer narrative:
Initial and final MDR 1892390- MDR 8021545-2024-01270- device 1 of 2. (B)(6) .